Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, g4, g7, h1, h2, h3, h6, h10. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the meshgraft ii on november 27, 2019 revealed that the calibration was within specifications and the device produced a passing sample mesh. The roller and cutter needed replaced. Repair of the meshgraft ii was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the roller and cutter. Meshgraft ii, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event cannot be specifically determined with the provided information because the reported event could not be confirmed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted. Unique identifier (UDI) number: (B)(4).

Event description:
It was reported that the device was dull. No adverse events were reported as a result of this malfunction.